Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) during papilla incision, there was a sense of discomfort and the cutting wire was broken. The cutting wire fell off into the patients body and was retrieved with grasping forceps. The procedure was completed using a similar device. No harm or injury to the patient reported.